Event description:
During an attempt to monitor a critical patient, ECG electrodes and defibrillation electrodes were attached to the patient and then the device was powered on. Reportedly the device indicated connect electrodes and the patient's rhythm could not be viewed on the display. The reporter stated it was not a code situation, the patient had a weak pulse and a shock was not needed. The device operator opened the door and switched the device to ECG leads, the patient's rhythm cold not be viewed. All up device was obtained, the cables from the back up device were used with the electrodes already on the patient. The patient's waveform was immediately displayed on the screen of the back up device. The device was removed from service pending evaluation.